Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use and an indention in the teflon pad. Visual inspection confirmed that the distal tip of the blade was broken off. A review of the device history records supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause of the broken blade is incidental or prolonged activation against solid surfaces, such as bone, metal or plastic. The reported event will continue to be monitored through post-market surveillance. The instructions for use state: "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades."

Event description:
It was reported that the machine kept asking to tighten the hand piece on the harmonic scalpel. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available